Event description:
Prior to use on patient, it was observed that the dilator of the si avanti plus had some type of foreign substance once pushed through the sheath. It was not used on the patient and kept to the side. The product was stored in a cabinet at a cool temperature. The integrity of the sterile pouch was not believed to be compromised. No foreign objects were seen after removal from the package. Neither the dilator nor the sheath were wiped down with a wet gauze after removal from the package. The site reported that there was no possibility that a piece of gauze could have been stuck to the device. A clean heparinized solution bowl was used. The syringe used to flush the device was free of particles. The foreign object was not observed prior to inserting into the sheath. The foreign material was discovered when the dilator was pushed through the sheath. A 'gel' like material came out the end. The device was returned for analysis with the foreign material.

Manufacturer narrative:
Additional information will be submitted within 30 days.

Manufacturer narrative:
Prior to being used on a patient, it was observed that the dilator of the si avanti plus had some type of foreign substance after it was pushed through the sheath. It was not used on the patient and kept to the side. The product had been stored in a cabinet at a cool temperature. The integrity of the sterile pouch was not believed to have been compromised. No foreign objects were seen after removal from the package. Neither the dilator nor the sheath had been wiped down with a wet gauze after removal from the package. It was reported that there was no possibility that a piece of gauze could have been stuck to the device. A clean heparinized solution bowl was used. The syringe used to flush the device was free of particles. The foreign object was not observed prior to inserting into the sheath. A "gel" like material came out the end. The device was returned for analysis. One non-sterile 6f vessel dilator and one non-sterile 6f cannula were received inside a plastic bag. No visual anomalies were found on the returned cannula. The vessel dilator tip presents a yellowish contamination. No additional anomalies were found. Analysis revealed that the contamination was a silicon-type material. The spectrum of the contamination was compared with the spectra of the mdx and was noted that there are no major differences between the spectras. Therefore it could be establish that the foreign contamination reported is a mainly composed of mdx. Review of lot 15718845 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The reported contamination was confirmed during analysis. The analysis of the contamination revealed that it was composed of a silicon-type material. The spectrum of the contamination was compared with the spectra of the mdx used during the manufacturing process; the spectras revealed that there were no differences between them. Based on this, it was concluded that the contamination reported is mdx. Mdx is used during the manufacturing process to lubricate the cannula to make a smother interaction between the cannula and the vessel dilator. The mdx (reported contamination) is part of the normal manufacturing process of the catheter sheath introducer. An internal investigation has been initiated to investigate this issue.